Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit/hemoglobin results on a 60-year-old male patient with gastrointestinal hemorrhage secondary to an acute duodenal ulcer. Return product is not available for investigation. Method date tested hemoglobin sample I-stat (B)(6) 2026 23:22 11.6 g/dl a mindray bc-780 ni ni 4.5 g/dl a at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.